Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Select patient information cannot be included in regulatory report due to regional privacy regulations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with bradyarrhythmia at baseline, it was noted the heart rate was in the 40s at the time of induction of anesthesia. During implant, the valve was implanted successfully. Two days following the valve implant procedure, complete atrio-ventricular block was noted via electrocardiogram. Four days post-implant, a permanent pacemaker was implanted. Subsequently, twelve days later, the patient was reported to be recovering. No additional adverse patient effects were reported.